Manufacturer narrative:
The tech installed a brake steer upgrade kit to resolve the issue.

Event description:
The tech alleged that head end brake caster would not hold on the stretcher. No injury reported.